Event description:
It was reported that there were stimulation/therapy issues; the patient reported a shocking/jolting sensation. There was also body spasms noted. Actions required as a result of the event was that the patient was reprogrammed. The patient had x-rays the day of the report and had a follow up appointment at the healthcare provider (hcp) office on (B)(6). No diagnostic testing or troubleshooting was performed but would be in the future. If there was a product issue, the issue was not resolved and the cause of the issue was not determined. Relief was good, but thought it could be better. The patient was met with the manufacturer representative (rep) at the hcp office on (B)(6) and thought reprogramming was good. On (B)(6), the patient had a bad episode of shocking/jolting/spasms. They turned the device down to ¿very low¿ and the feelings continued. The patient thought they had turned the device off and it stopped. Shortly after, the device turned itself back on and the feelings started again. The patient was lying in bed with the programmer and did not think they turned it back on somehow. When the patient turned it off again and put their programmer a way, it did not happen again. They tried using the device again on (B)(6) and the same symptoms returned. They turned the device back off again and it stayed off. They had the device reprogrammed again on (B)(6) and thought it was ok. Later that evening, the patient noticed that although they could feel stimulation, it wasn¿t helping to decrease the pain. The patient met a rep the day of the report with the hcp. They were able to get bilateral legs to lower buttocks coverage. When they tried to increase to get back coverage, it would result in abdominal stimulation. They attempted hd programming, but the patient reported a pinpoint ¿drilling¿ type of feeling in a pinpoint location of the lower back. They tried hd on a different level of the lead and got up into ¿9¿s on millivolts¿, with no relief or sensation. They ordered x-rays to verify lead placement. The patient had x-ray the afternoon of the report and they would attempt reprogramming on (B)(6) at the follow up appointment. Patient status at the time of the report was alive no injury. There were symptoms or complications associated with the event which included spasms, less than 50% therapy relief, and shocking/jolting sensation all over. They reviewed the files and attempted programming on (B)(6). The right lead was noted to be fully out of the epidural space, coiled up at the insertion site. No one had any idea as to how it got that way. A lead revision was scheduled for the day after. It later reported that there was a lead removal and replacement. Outside of the lead being out of the intrathecal space, there were no system malfunctions seen intra-operatively. The hcp speculated that the cause of the lead migration was that it could have perhaps been secondary to angle of anchor. The rep programmed the patient post-operative. They were receiving effective therapy on three groups.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Analysis of the lead (sn (B)(4)) found that there was no anomaly.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).